Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was unable to achieve an erection. A surgical procedure was performed, during which a break in the tubing was identified, and the reservoir was found to be empty. The ipp was removed and replaced. The inflation issue and fluid loss was attributed to the break in the tubing. No patient complications were reported.